Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu/ erbe) could not reproduce the customer reported complaint. Upon visual inspection, the iesu showed to be in good condition.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue but did replace the vio integrated electrosurgical generator unit (iesu) due to the issue could return and seeing multiple faults in the system log. The system was tested and verified as ready for use. Isi has received the iesu, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in at the beginning of the case and reported that the monopolar was not working on the erbe generator. The tse reviewed logs and found an m-02 error. The tse had the customer power cycle the erbe generator, and the error went away from the erbe screen. The customer was not in a spot to fire monopolar energy during the call but would try as soon as they could. It is unknown if the customer completed the procedure with the erbe generator or if they used another generator to complete the procedure.